Event description:
This is report 4 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Dianeal therapies were ongoing. The patient was hospitalized for the event. The cause of peritonitis was not reported. Treatment was not reported. The patient was recovering.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on potentially associated lot numbers h12l11074 and h13b07048 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h12k16059 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).